Event description:
During a procedure to remove and replace a non-functioning left portacath, it was determined that a portion of the port tubing had broken off previous to this procedure. The port was removed and the replacement port procedure was aborted. The pt was transferred to another medical facility where we underwent interventional radiology for the removal of the port. Patient had interventional radiology in 2009 to remove the broken catheter. Dates of use: 2008 - 2009. Diagnosis or reason for use: port a cath for IV access.